Manufacturer narrative:
Batch review performed on 09 september 2019 lot 181814: (B)(4) items manufactured and released on 13-jun-2018. Expiration date: 2023-05-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implant involved in the event, batch review performed on 09 september 2019: ball heads: cocr 01.25.022 cocr ball head 12/14 ø 32 size m 0 (k072857) lot. 181735 lot 181735: (B)(4) items manufactured and released on 21-jun-2018. Expiration date: 2023-06-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon revised the liner and the head 9 months and 1 week after primary. The surgery was completed successfully.